Event description:
It was reported that the patient experienced a periodic "zapping" sensation while recharging. The patient's antenna had been stepped on, but otherwise appeared to be working as intended. It was suggested that the patient's implantable neurostimulator sometimes flipped on its side, though this had not been confirmed as of the date of this report. The patient was to contact the physician and/or the manufacturer representative for follow-up. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).